Event description:
Smiths medical international ltd has been notified of one event of air leakage through the cuff after in use for eleven days. It was confirmed the inflation line was damaged at close to pilot balloon. The unit was pretested per the instructions for use. Event occurred at hospital.

Manufacturer narrative:
Results evaluations: investigation: evaluation of the returned complaint event samples confirmed the customer observation of leakage from the cuff. Testing revealed a tear in the pilot balloon. A review of our complaints history confirmed there have been complaints of this nature on this product lot. Though there have been complaints for cuff deflation in use, on this product code during the past five years, these are historical and do not indicate a systematic failure during manufacture. A further review of manufacturing records confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. Root cause: it is stated that the product was tested prior to use and became deflated after in use for eleven days; as such, the damage found cannot be the result of a manufacturing fault. We have determined the root cause for this incident is that the cuff became damaged following pinching, possibly following the use of clamping forceps. This report has been logged for trending.